Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he had notified the doctor about the issues. The doctor told him it was stress leakage and told him to do exercises to gain more control of the leakage. The issue of leakage after coughing/sneezing had not been resolved.

Event description:
The patient reported return of symptoms. There were no trauma/falls reported that could be related to this issue. Pt was able to use the programmer and verify stim was currently on and set on program 1 at 3.4 . Pt increased to 3.7and stated stim was comfortable sitting standing and walking. Pt was aware to decrease stim if stim becomes uncomfortable. This was considered a gradual change in therapy/symptoms. Pt stated he had had a return of leaking. Pt stated when he coughs or sneezes he has leaking. Event date: (B)(6) 2016. Pt states about 2 weeks ago. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.